Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. (B)(4).

Event description:
It was reported that this right atrial lead exhibited high impedances and the patient experienced life-threatening arrhythmias. This lead was explanted and replaced. No additional adverse patient effects were reported.